Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The approximate age of the device is 1 year and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient presented to the emergency department (ed) on (B)(6) 2019 with symptoms of fatigue and melanotic stools. At the time of the event, the patient's anticoagulation regimen included aspirin and apixaban. A hemoccult was positive in ed and the patient was admitted to the hospital. A capsule endoscopy performed on (B)(6) 2019 was notable for only a few, small, non bleeding arteriovenous malformations (avms) in the small intestine. There was no active bleeding in the entire examined gi tract and there was no gastrointestinal lesion amenable to endoscopic therapy. No treatment was administered as the patient had a stable hemoglobin and vital signs. This patient was discharged home on (B)(6) 2019 and will continue to be monitored.